Event description:
A 2.75 mm diameter x 12 mm length micro driver rx coronary stent system was implanted into a patient for treatment of an impending occlusion in a type a lad lesion. The lesion morphology was not tortuous nor calcified with a 90% stenosis pre-stent deployment. It was reported that the stent was deployed successfully with remaining stenosis at 18%. Five days later thrombosis occurred in the deployed stent. A 2.5 mm x 14 mm micro driver rx stent was successfully implanted within the previously deployed 2.75 x 12 micro driver stent to treat the thrombosis. At the 30 day and nine month follow ups there was no angina pectoris reported. The physician reported that stent thrombosis had causation with the deployed stent as there was a possibility of causation between the stent thrombosis and pci procedure. No additional clinical sequelae were reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation: results and conclusions: (lack of information, no films received).